Manufacturer narrative:
The device was not returned for analysis. An event of migration and perivalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott national product trainer. Based on all available information, the reported pvl is a cascading event of the migration. The reported migration is related to procedural conditions (vertical angle of delivery system, unable to get coaxial alignment). The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant using a small flexnav delivery system for a valve-in-valve implant. The patient had a previous failed 23mm non-abbott valve implanted in 2010. Pre-dilation was performed with a 18mm non-abbott balloon. The patient's aortic valve angle was 41 degrees. The valve was partially re-sheathed 3 times. Coaxial alignment could not be achieved. Each deployment attempt was too deep on left coronary cusp (lcc) and too shallow on the non-coronary cusp (ncc). The starting implant depth was 4mm from the ncc and 8mm from the lcc. Upon release of the valve the valve migrated towards the ventricle at a depth of approximately 18mm from the ncc. Transthoracic echocardiogram (tte) showed a severe circumferential leak around the valve. A 20mm non-abbott valve was implanted valve-in-valve inside the navitor. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. Per the physician the valve migrated due to the vertical angle of the delivery system. The patient status was stable.